Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to electromagnetic interference while using a transcutaneous electrical nerve stimulator (tens). The patient was advised on how to use a tens unit with an implantable product. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.